Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158".

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) and hyperglycemia. The patient's blood glucose levels reached 595 mg/dl while wearing the pod. The patient's mom states her son was hospitalized for 7 weeks and can't walk. She goes on to say her son went to el salvador for vacation on (B)(6) 2023 with her 18 year old daughter who was responsible for him. Mom states, their daughter changed the pod on july 2nd at 7:30 am activated a new pod but also had to change the dexcom. Mom states, her daughter noticed the controller and dexcom were not connected for a short time and so the daughter checked the blood glucose levels (bg) from the glucometer and the bg level was high. After 6 hours the patient went blue and started vomiting so the family took him to the hospital and the pod was taken off. Mom states her son was in coma for 6 days, and received dialysis. Caller says the hospital in el salvador did not permit the son to leave the hospital. Mom states the son had 3 dka episodes and had pancreatitis while in the hospital. Mom states her son had been using pod for 10 months. The patient was prescribed: lisinopril 2.5 mg 1x/d, gabapentin every 8 hours 100 mg 3x/day, sodium bicarbonate 325 mg 2x/day, metformin 2 times per day 500 mg, lantus 18 u and lispro.